Event description:
Additional information was received that a procedure delay occurred as a result of the infold. Per the physician, the patient's severe aortic valve stenosis contributed to the infold. A post balloon aortic valvuloplasty (bav) was performed after the second valve due to under-expanded valve frame.

Manufacturer narrative:
Updated b.5 and h.6 five static images and two media files were provided for review. Patient¿s executive summary was provided for anatomical review. Pat ient¿s annulus perimeter measured 76mm with a perimeter derived diameter of 24.2mm suggesting a 29mm evolut. The aortic valve appeared to be calcified. A pre balloon aortic valvuloplasty was performed prior to the valve implant. A fluoroscopy valve load inspection was not provided; thus, it is not possible to validate a good load. However, an infold was not evident during the first deployment attempt; rather, the valve appeared to be under expanded and shallow, approximately 0mm or less at the non-coronary cusp (image 2). Per medtronic best practices, the target depth of implantation is 3mm. Recapture is recommended if depth =1mm or >5mm. In this case, best practices were followed, and the valve was recaptured. During the second deployment attempt, an infold was evident. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that the infolded valve was recaptured, removed from the body and a new valve was used for the implant successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received submerged in clear solution inside its original box and jar. The valve was discolored showing evidence of blood contact with remnants of coagulated. The valve was received in a crimped state. The inflow aspect exhibited a reniform appearance. The leaflets were stiff yet slightly flexible. All leaflets exhibited signs of creasing and frame imprints. As received, leaflets 1 (l1) and 3 (l3) were closed while leaflet 2 (l2) appeared partially open. All commissures were intact. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded; however, the valve appeared to maintain a compressed condition. It is possible the compressed state may be associated with the valve being in the crimped state for an extended period of time. There was no evidence of frame kinks or bends after warm saline submersion. Due to the return condition of the valve, a deployment simulation was not performed. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve , a pre-balloon aortic valvuloplasty (bav) was performed with a 22 millimeter (mm) non-medtronic balloon. Under-expansion of the valve frame was noted on the first attempt to implant the valve. The valve was recaptured. On the second deployment attempt, a vertical line of an infold was notified with fluoroscopy. The system was removed from the patient. A new valve was loaded and implanted on the first attempt. A post bav was performed with a 24 mm balloon. Good hemodynamic result was achieved. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.